Event description:
It was reported that during a supposed revision procedure due to lead migration and inadequate stimulation, the physician ended up explanting the system as he was not able to get the lead in the right spot. The explanted devices will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads . Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7095235.